Event description:
It has been reported to philips that, system could not turn on. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philps has investigated this complaint. According to the additional information collected the system was in clinical use. The philips field service engineer (fse) inspected the system could not turn on. Upon trouble shooting, the fse found ups was down. The ups vendor to resolve the problem. After the ups was up and running, the fse tested the angio system. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.